Event description:
A report was received that the patients ipg was not taking a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
A report was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patients ipg was not taking a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the ipg was non-functional after the patient had a heart attack.

Event description:
A report was received that the patients ipg was not taking a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patients ipg was not taking a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg was not taking a charge. The patient will undergo an ipg replacement procedure.